Manufacturer narrative:
Per the user facility's biomedical engineer, the message has appeared intermittently even when the hlm is fully charged. There is no audible alarm. The field service representative (fsr) did not duplicate the 'batteries cannot be charged' message as the system worked properly when tested. Reviewing the logs showed multiple intermittent power supply 1 failures. The fsr replaced the power supply 1. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had multiple occurrences of displaying a 'battery cannot be charged - full back-up may not be available' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the power supply into lab use only (luo) testing equipment. Once the power supply was turned on the pst observed that both of the fans were not working. Using a multimeter the pst measured the direct current (dc) output voltage on the power supply. The voltage of the power supply failed three times failing to be within range specification. It was determined that the power supply did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.